Event description:
It was reported that the patient received inappropriate shocks due to noise. The noise was not reproducible in-clinic. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient was fine post-procedure.